Manufacturer narrative:
Qn#(B)(4). Device evaluation: the customer reported that after insertion the x-ray revealed that a piece of the guide wire remain in the catheter in the patient. The wire had broken when the doctor removed it and the coil part of the wire remained in the catheter. The catheter with the wire was removed and replaced without issue. This issue was confirmed. The customer returned a piece of guide wire. The rest of wire and the catheter were not returned. Visual examination revealed the piece of the guide wire had a weld at one end and the coil wire was broken at the other end. Microscopic examination revealed only the coil wire was returned with a weld at the one end. The coil wire returned measured approximately 37.0 cm in length. The length specifications of this guide wire is 59.6 - 60.4 cm per guide wire graphic. Therefore approximately 23.0 cm of coil wire, the core wire and other weld were not returned. The diameter of the guide wire could not be measured. The instructions for use describe suggested techniques to minimize the likelihood of guide wire damage during use. The instructions state that if resistance is encountered when attempting to remove the guide wire after catheter placement, the guide wire may be kinked about the tip of the catheter within the vessel. In this case it other remarks: is recommended to withdraw the catheter relative to the guide wire about 2-3 cm and then attempt to remove the guide wire. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. A device history record review was performed and did not reveal manufacturing related issues. The potential cause of guide wire separating during removal could not be determined based upon the information provided and without a sample. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the vascath was inserted by jnr registrar in the patient's right subclavian and was x-rayed as per normal procedure prior to being used. It was at that time found to have a wire still insitu. The wire had broken when the doctor removed the wire from the catheter. It was found to be the coating (coil part) that was left in the catheter. The catheter/wire was removed and a new vascath was inserted. There was no reported delay, death, or complications to the patient as a result of this occurrence.